Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned for evaluation by zoll manufacturing corporation. The monitor evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The electrode belt has not yet been recovered from the field. Per the initial software flag review there is no indication of an electrode belt malfunction that would have contributed to the patient death or treatment event.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 at 9:00am. It was reported that the patient was at home with her niece and that paramedics were called to the scene and performed CPR. Per review of the patient's downloaded flag data, the patient received four inappropriate defibrillations on (B)(6) 2016 between 09:20:15 and 09:26:46 am. The rhythm at the time of the first 2 treatments was asystole with intermittent cardiac activity. The rhythm at the time of the last 2 treatments was asystole. The intermittent cardiac activity contributed to the false detections. Asystole is considered a non-shockable rhythm.